Event description:
It was reported that patient presented in clinic for routine device check. Upon interrogation it was noted that the device had reached elective replacement indicator. At follow up on (B)(6) 2016 the longevity was 2 years. No intervention had been performed. The patient would be monitored.